Event description:
It was reported that there was an alert due to electrical reset. The reset was cleared. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for critical ram parity error, addr=00ea, data=8 on (B)(6) 2012 08:00:00, 1 - patient alert for por on (B)(6) 2012 08:00:00.